Event description:
Account alleged the pt position module will set in every mode but when it alarms it will beep about three times and will then just turn off. No pt impact.

Manufacturer narrative:
The account did not know if it still sent a nurse call because it is not plugged into a wall. The account found the head and thigh sensors failed. The account installed new head and thigh sensors and this resolved the issue.